Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted.

Event description:
Shows leakage (punctured).

Event description:
Shows leakage (punctured).

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.